Manufacturer narrative:
Device was evaluated. Corrections included replacing co2 module. Unit calibrated, performance and safety tested to factory specifications.

Event description:
Customer reported an issue with the dpm 5 monitor which may have affected co2 monitoring. No patient injury was reported.